Event description:
This 47-yr-old female originally had bilateral silicone gel implants placed in 1982 with replacements in 1984. Sometime between 1988 to 1990, she developed fatigue and other medical problems she felt may be related to the implants. After a fall about 3 weeks ago prior to admission, she developed a "baker 1-2" on the left breast. Gross exam: both implants are ruptured, exuding material viscous and gelantinous in nature.